Manufacturer narrative:
The device alarmed motor error during rewind due to corroded motor home switch. Unable to perform the prime/a33 test and displacement test due to motor error alarms. The device had a scratched display window, cracked case at the display window corner, cracked battery tube threads, broken reservoir tube lip, missing reservoir o-ring and a missing end cap sticker.

Event description:
It was reported that the customer was unable to rewind the insulin pump and that the insulin pump was stuck on the prime rewind screen. The blood glucose reading was 403 mg/dl. Nothing further was reported.